Manufacturer narrative:
The customer did not return product or sample for investigation. Testing was performed with retention anti-d (monoclonal blend), lot dmb62-4 and red cells of various rh phenotypes, including weak d. The expected reactivity was observed in all testing.

Event description:
Customer reported unexpected negative reactions with gammaclone anti-d (monoclonal blend), when testing a previously typed rh positive patient. Methodology is tube testing. No adverse reactions or transfusions occurred as a result of the unexpected negative reactions.